Event description:
Reportable based on device analysis completed on 21mar2024. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 12mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. Multiple kinks were noted along the hypotube shaft. A break was noted at the port exchange with the distal section not returned. No other device issues were identified during returned product analysis.